Event description:
Boston scientific crm received information that there was noise on the right ventricular (rv) rate-sense (r/s) channel of this cardiac resynchronization therapy defibrillator (crt-d). The noise inhibited pacing and the patient is pacer-dependent. The caller noted that the sensitivity on the device had previously been programmed to least in response to this same issue. The shocking lead impedance measurements were reported to be within normal limits. The device was explanted and replaced with another boston scientific crt-d. The r/s portion of the rv lead was surgically abandoned and another boston scientific r/s lead was implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.